Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years 3 months post implant of this 27mm mitral bioprosthetic valve, the patient is being considered for valve-in-valve replacement due to severe mitral regurgitation. No known intervention has occurred. No adverse patient effects were reported. Subsequently 2 days later the patient successfully had an mitral valve-in-valve replacement with a transcatheter valve.  No additional adverse patient effects were reported.